Manufacturer narrative:
The tandem t:flex pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 160 units of insulin. Additionally, the customer received an inaccurate fill estimate after loading a cartridge with 200 units of insulin. Subsequently, u-500 insulin was being to fill the cartridge. The customer's blood glucose level ranged from 363-382 mg/dl, and was addressed with a correction bolus. Reportedly, the customer loaded a cartridge successfully onto the pump.